Event description:
A customer reported an issue with their pump's time settings, where the discrepancy between the displayed and actual time was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump's time and advised them to monitor the situation, instructing them to follow up if the time discrepancy recurs. The customer understood and acknowledged the guidance provided.